Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -3.5 into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2024, the lens was exchanged for a same length/model lens due to refractive change overtime. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).